Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that the patient had mild weight loss and the ipg became surface level.

Event description:
It was reported that the patient had pain at the ipg site due to lack of depth. Surgical intervention was undertaken on (B)(6) 2025 in which the ipg was repositioned.

Manufacturer narrative:
B3: event date is estimated.